Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(4). Batch: 7084175.

Event description:
It was reported that the patient's lead was visible over the incision site. The patient stated the incision hadn't completely healed postoperatively. The patient underwent a procedure in which the incision was irrigated and debridement was performed. The patient was discharged the same day and is doing well post procedure. No devices will be returned as they all remain implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7084175.

Event description:
It was reported that the patients' lead was visible over the incision site. The patient stated the incision hadn't completely healed postoperatively. The patient underwent a procedure in which the incision was irrigated and debridement was performed. The patient was discharged the same day and is doing well post procedure. No devices will be returned as they all remain implanted. Additional information was received that the patients' incision site had a scab, the physician was concerned that if the scab was removed the wound would reopen. The patient was referred to a plastic surgeon for assessment.